Event description:
In 2003, the pt reportedly had a decrease in sound quality. The pt was seen by co representatives. Testing performed confirmed that the device was functional. Programming changes were made. The pt continued to be monitored by the center. In 2004, the pt reportedly was seen at the center for eval. Test scores confirmed that the pt's speech recognition had decreased. The pt reported that the programming changes made did not significantly change pt's ability with sound discrimination. Two mo later, the co was informed that surgery to explant the pt's c1 device had been scheduled.